Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture, unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: the device related to the reported event of rupture was received on(B)(6), 2021 with lot number 2070644. Analysis of the returned device identified: underweight, wear abrasion, brown particles in the shell, broken on posterior and missing shell (0-25%). A visual and microscopic analysis was performed which identified: creases sharp broken in the shell, stress mark and creases flat. Base on the device analysis the final assessment is: a pattern of crease sharp on posterior side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Medical staff reported rupture, unknown side. Device has been explanted.